Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿cable tear in connector part due to tear in connector film.¿ was confirmed. The following findings were also noted during device evaluation: due to a pinhole on video cable, water tightness is lost, due to a dent on distal end, water tightness is lost, connecting tube has a wrinkle, coating peeling, discoloration, scratch, and a dent, scratches found throughout the device, adhesive around objective lens is peeled, light guide connector has corrosion and is dirty due to water leakage, protector of the video cable section has a cut, universal cord is sticky, due to wear of angle wire, bending angle in up direction does not meet the standard value, video connector has a scratch. Based on the results of the investigation, it is likely that the following led to the malfunction: a definitive root cause cannot be identified. In addition, the cause of the foreign material remaining in the device cannot be specified since it was unknown if the reprocessing was conducted in accordance with IFU from the obtained information. A device history review revealed the DHR of the subject device and confirmed that the device was shipped in accordance with specifications. It was confirmed that there was no non-conformity of the device during manufacturing. This issue is addressed in the instructions for use (IFU): the instruction manual gif/cf-170 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif/cf-170 series reprocessing manual describes how to prevent the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had ¿cable tear in connector part due to tear in connector film¿ the device was returned for evaluation. During the device evaluation, the following reportable malfunction was found, ¿foreign matter in the nozzle¿ there were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.